Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. This lead was explanted and a new lead of the same model was placed. No additional adverse patient effects were reported. Additional information received indicates that there was a suspected lead dislodgement which was not confirmed.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. This lead was explanted and a new lead of the same model was placed. No additional adverse patient effects were reported. Additional information received indicates that there was a suspected lead dislodgement which was not confirmed.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. This lead was explanted and a new lead of the same model was placed. No additional adverse patient effects were reported.